Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became cracked, but still functional. Customer reported a low blood glucose (bg) of 40 mg/dl. Reportedly, a temperature rate was set up to address the low bg. Reportedly, customer continued using the pump for insulin therapy.